Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle only was clogged. The following information was provided by the initial reporter: needle cannot take in drug. It suctions syringe back to zero. Attached needle for vaccine cannot pull syringe to keep back.

Manufacturer narrative:
No samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, there is a misaligned issue and position sensor on the lumen head at the incorrect location. A CAPA was opened to investigate needle clogged/blocked.

Event description:
It was reported that the bd safetyglide¿ needle only was clogged. The following information was provided by the initial reporter: needle cannot take in drug. It suctions syringe back to zero. Attached needle for vaccine cannot pull syringe to keep back.